Manufacturer narrative:
Lock bar strut.

Event description:
It was reported the stair chair had a broken lock bar strut. The crew and pt heard a loud pop and pt was sitting on the left side. The screw was able to finish the transport. There was pt involvement, however, no adverse consequences have been reported.